Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the instrument misfired. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted open lobectomy procedure, when the device was articulated it was not in synch and the reload and handle appeared bent. The consultant said that it had articulated at an unfamiliar degree angle. Another handle was used, but same issue occurred. In addition, the reload could not be unloaded on the second handle. To resolve the issue, the third handle and new reload were used and fired with no problem. The operation was extended for 30 minutes or more due to the device problem. There was no patient injury.